Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional and functional check were performed. The customer's reported problem was verified. According to the investigation, the pump was found to be double beeping with attach cassette after power up during the investigation. Further investigation found fluid ingressions on pump by the chassis base of the downstream occlusion sensor. Service will replace the pump downstream occlusion sensor to correct the reported problem. According to the investigation, the problem source of the reported problem is user interface (fluid ingression / main body / barrel clamp seal) and this issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump exhibited "double beep with cassette" alarm. No reported adverse effects.